Event description:
The device was returned for routine service with no reported problems. There was no reported pt harm. During the repair eval, it was discovered that the alarm was not sounding to spec. The power board was replaced to correct the problem.